Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture and noise oversensing was noted on an old recorded event. The noise was not reproducible. The physician decided to keep the patient overnight for monitoring. The patient did not have any symptoms and the rv output was increased. This product remains in service. No adverse patient effects were reported.